Manufacturer narrative:
Patient was treated with allegra for the reaction. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: ecr130.

Manufacturer narrative:
In addition, a review of the batch manufacturing record for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological laparoscopic surgery on (B)(6) 2012 and topical skin adhesive was used. The patient developed contact dermatitis at the site of application. The adhesive was removed and the patient was given anti-allergic medication. No additional information has been provided.